Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via website form that the device failed the audio test. The customer¿s blood glucose during the incident was unknown. No further troubleshooting was performed. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. Device passed the delivery accuracy test. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. No under delivery anomalies, insulin was not delivered messages or insulin flow blocked alarms noted during testing. All buttons function properly; no damage to keypad traces and connector on electrical board was not unlocked during visual inspection. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected failed battery alerts or alarms noted during testing. (B)(4).